Event description:
(B)(4). Same case as MDR ID# 2134265-2011-04496. It was reported that post a stenting treatment procedure, restenosis occurred. The first target lesion was 90% stenosed measuring 15mm in length with a reference vessel diameter of 3mm located in the proximal saphenous vein graft (svg). The first target lesion was treated by placement of a 3.00x16mm taxus liberte stent resulting in 0% residual stenosis. The second target lesion was 90% stenosed measuring 22mm in length with a reference vessel diameter of 3mm located in the mid svg. The second target lesion was treated by placement of a 3.00x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain. Cardiac catheterization revealed in-stent restenosis of the 3.00x16mm and 3.00x 24mm taxus liberte stents. The patient received angiography without revascularization and planned further intervention for a later date. The subject was taken off the blinded study drug and started on open label prasugrel. Imdur and norvasc were also prescribed. Ten days later, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is that user error contributed to the event as the dfu states that use of this device is contraindicated in saphenous vein grafts. (B)(4).